Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Per service manual operational and diagnostic analysis confirmed output of the generator was out of specification. The main pcb was replaced as identified in the investigation to address the output verification issues. The main board calibration was checked and the results attached. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational.

Event description:
It was reported the generator was being tested with the verification key for the enseal tests and the test values were lower than normal. No patient involvement occurred.